Event description:
New information received on (B)(4) 2016, indicated that the left ventricular lead was capped. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that loss of output due to the lead dislodgement was observed.